Manufacturer narrative:
Upon receipt, the device could not be interrogated, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Analysis of the electronic module revealed that several electric components had been damaged. These damages led to an elevated current consumption, which depleted the battery. Due to these observations the device could not be interrogated. Based on their characteristics, the damages of the electronic module were most probably caused by the reported external defibrillation. In general, the ICD is protected against the high voltage discharge during an external defibrillation. However, depending on the position of the external defibrillation electrodes and individual patient circumstances, a damage of the electronic module cannot be excluded. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damages. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that due to an external cardioversion, the unit can no longer be interrogated. The ICD was changed. Should additional information be received, this file will be updated.